Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
On (B)(6) 2019, a plum 360 device experienced an uncontrolled shutdown and the screen went blank. The event occurred in the acute clinical specialty services/anesthesia department and the medication being delivered at the time of shutdown was noradrenaline. The clinician noticed a massive drop in the arterial blood pressure to sbp (systolic blood pressure) in the 50mmhg. The noradrenaline pump was checked and it was noted to be in the middle of turning on, the pump then switched off again. During this time a rescue dose of metaraminol 0.5mg IV was administered. The noradrenaline cassette was changed into a new pump and the infusion was restarted at 12mg/min; the nurse titrated to map (mean arterial pressure) >65. The pump did not audibly alarm prior to powering off and ac power was being used.

Manufacturer narrative:
Customer complaint was confirmed during investigation. Plugged pump into mains power. Turned on pump and found pump to turn on normally. Charged pump to full battery. Disconnected mains power and turn on pump, inserted primed test cassette, set pump to run customer protocol. Delivery rate 7.9 ml/h, volume to be infused (vtbi) 53.8ml for a run time of 6 hours 48 minutes. During delivery roughly 4 hours after starting it was noticed on the pump that the device was turning itself on and off again repeatedly with no alarms. There was no low battery warnings or alarms before this happened, this was repeated twice with the same result. Once device was plugged back into mains power the device would power on normally. Replaced the battery assembly (asm) and charged battery overnight. Started the customer protocol again with the new battery on battery power, the protocol ran for entire delivery with no further unexpected shutdowns. Charged battery to full and set to run at 25ml/h for 7 hours as per technical service manual (tsm) battery specification with no further issues. Probable cause determined to be a defective battery. Note battery removed from pump was not a ICU medical supplied battery.